Event description:
It was reported that during a lap rectum procedure, the teflon pad fell into the patient. Part could be removed. Took new instrument to complete the case. No further information is available.